Manufacturer narrative:
(B)(4). The patient was recovering from the previously reported peritonitis event (previously, the outcome of the peritonitis was not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous cycling peritoneal dialysis (ccpd) therapy. The cause was further described as possibly gi (gastrointestinal) related, however, no further detail was provided therefore the cause has been assessed as unknown. The peritonitis was manifested by pain (prior to diagnoses) and cloudy effluent. It was not reported if the patient was hospitalized for the event. The patient was treated for the peritonitis with vancomycin (dose, frequency and route was not reported). It was reported that the patient's peritoneal dialysis (pd) catheter was to be changed after two weeks of antibiotic therapy. At the time of this report, the patient's pd catheter had not been removed. No further information was provided regarding the outcome of the peritonitis event or the action taken with extraneal therapy. No additional information is available.